Event description:
Reporter alleges the pt had an open capsulectomy on the right implant 6/15/70, she had leakage, contracture, deformity with the right being worse pain, rheumatoid arthritis, bilateral axila symptoms, fibrosis, and indented breast with "3 and 4" contractures.

Manufacturer narrative:
Mw074020c (mfg. Rep. #1816403-1998-00240); mw074020d (mfg. Rep. #1816403-1998-00241); mw074020ee (mfg. Rep. #1816403-1998-00242).